Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the connector portion (6.8 cm) and distal portion (46.6 cm) of the lead returned with the helix stretched and bent. An external insulation abrasion breaching the outer insulation was noted at 26.2 - 27.4 cm from the distal tip consistent with friction to the device can or feature of the patient anatomy. Procedural damage was also noted. No conductor fractures were noted and an internal short was found on the distal portion due to procedural damage. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.